Manufacturer narrative:
One power cord model for cardiomems patient electronic system was received. External and internal visual inspections of unit revealed no exposed and/or frayed wires with returned power cord. As received the power cord was attached to a golden patient electronic system. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The power cord was reported to have sparked. The unit was replaced and there were no adverse consequences to the patient.